Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information, the cause of the reported slda was unable to be determined. The reported recurrent mr was a cascading event of the reported slda. The reported dyspnea was a cascading event of the reported recurrent mr. The reported patient effect of dyspnea and mitral regurgitation, as listed in the mitraclip system instructions for use (IFU), are known possible complications associated with mitraclip procedures. The reported hospitalization was the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
This is filed to report a single leaflet device attachment and recurrent mitral regurgitation it was reported that on (B)(6) 2023, a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4, rotated valve, and a short posterior leaflet. A mitraclip ntw was successfully implanted, reducing mr to a grade of 1. On (B)(6) 2023, the patient presented to the hospital and was admitted for shortness of breath. An echocardiogram was performed and revealed recurrent mr with grade 3-4. On (B)(6) 2023, a transesophageal echocardiogram (tee) was performed and revealed a single leaflet device attachment (slda). The clip remained attached to the posterior leaflet but had detached from the anterior leaflet. No additional information was provided.